Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced pump stoppages, loss of power, power cable disconnect alarms, and low speed hazards. The system controller was exchanged and the pt was discharged home. No further alarms since exchanging system controller. Questionable if pt may have disconnected vad himself.